Manufacturer narrative:
(B)(4). D10: 110024463; g7 dual mobility liner 42mm e; lot number 774380. 163663; 28mm dia cocr mod hd +3mm nk; lot number 188580. 110010264; g7 osseoti multihole 52mm e; lot number 6740927. 010000999 ; g7 screw 6.5mm x 30mm; lot number 6728403. 010000997 ; g7 screw 6.5mm x 20mm ; lot number 6596552. 010000996; g7 screw 6.5mm x 15mm; lot number 6601348. G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00722. 0001825034-2023-00721. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: left total hip arthroplasty with superior and posterior dislocation of the femoral head with possible fracture of the distal femur, incompletely evaluated. Correlate clinically. A definitive root cause cannot be determined for the disassociation of the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure approximately 2 years and 9 months post implantation due to dislocation and infection. There is no additional information available at the time of this report.